Manufacturer narrative:
H11: based on additional information received, prismax machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for a therapeutic plasma exchange (tpe) with a prismax device, priming was prolonged. According to the reporter, "around nine litres of saline solution" were used. It was reported the operator of the device encountered difficulty with the degassing chamber that was allegedly "always full of air" rather than with the priming fluid. It was reported that the device generated air in circuit alarm. It was further reported that after therapy started, it was interrupted three times and there was an extracorporeal blood loss of ¿224ml each time", resulting in three blood transfusions. It was reported that blood was observed in the replacement bag "when the nurse clamped the return line to prevent blood clots and air bubbles flowing through". The programmed blood flow rate was ¿about 130ml¿. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on-site by a vantive qualified technician. The functionality of the level of the deaeration chamber and air bubble detector were performed and found to be within specification. A review of the log files was performed, and no malfunction or anomaly was noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The technician replaced the deaeration chamber level sensor, the return pressure connector and the return pressure sensor as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.